Event description:
The patient required a cranial cta + neck cta examination due to dizziness at 16:00 on (B)(6) 2025. The nurse performed the procedure using an indwelling needle. At 16:18, the patient proceeded to the CT room for the cranial cta + neck cta examination. During the procedure, contrast agent leaked from the external end of the indwelling needle. The examination was immediately halted. The nurse removed the needle and replaced it with an identical, undamaged indwelling needle to complete the scan. Post-procedure inspection of the removed needle revealed that the white stopper at the end had partially slipped out, causing the fluid leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormalities are found on process and retained sample. Since the defective sample was not returned, the relevant tests could not be performed, and the flow rate and pressure applied during product use are unknown, the root cause of this complaint cannot be confirmed. The plant will continue to track and trend for this issue.

Event description:
No additional information.